Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: the event date is estimated based on the event description. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 4 months.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient dropped lvad. The patient started noticing 1 cm of blood on the driveline dressing during next changes and scant blood on the following dressing change. On (B)(6) 2019, the patient noticed erythema, pus-like drainage, and blood oozing from driveline site. Blood culture was obtained but the result was not provided. The patient denies symptom of fevers, chills, night sweats, malaise, and chest pain at driveline site. The patient took photographs and started on doxycycline. Based on the image, the patient was admitted on (B)(6) 2019 for driveline washout and debridement. There was not signs of infection. The patient was given oral antibiotics.